Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on (B)(6) 2017 from the manufacturer representative reporting that all impedances were found out of range with no known environmental factors. The lead was explanted and replaced on (B)(6) 2017. It was reported that the manufacturer representative had been at the patient¿s battery replacement. Impedance readings were done then and all of them were high. The patient stated that they had not used the stimulator for several months. The patient¿s battery and lead were replaced and the issues were resolved. The patient was alive with no injury. It was noted that the devices would be returned.

Event description:
The manufacturer's representative (rep) sent the devices back. No additional information was received.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: lead. Analysis of the ins ((B)(4)) found it functionally okay and no significant anomalies. Analysis of the lead ((B)(4)) found the stim lead body conductors broken 23.8 cm from the distal end and anchor site unknown. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via a manufacturer representative (rep) that they could not feel the stimulation when he turned the implantable neurostimulator (ins) on. It was noted that the rep met with the patient to check impedances and all impedances showed greater than 40,000 ohms. The cause of the loss of stimulation and high impedances was not determined. To resolve the issue, the patient would have x-rays taken on the lead and speak with a surgeon; surgical intervention was planned but an appointment was not yet scheduled. It was also noted that the product will be replaced in the future and the patient was alive with no injury. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as complex reg pain syndrome type I and spinal pain.